Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose and had over 2 ketones. The customer's blood glucose was 366 mg/dl at the time of incident. The customer's blood glucose was 479 mg/dl at the time of call. The customer's spouse stated that the blood glucose started to get high from 186 mg/dl to 366 mg/dl and reached 490 mg/dl. The customer's spouse stated that she treated his high blood glucose with the insulin pump. The customer's spouse stated that her husband felt that his head would explode but felt okay. The customer's spouse stated that the insulin pump had no issues during troubleshooting. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse was advised to change entire set, reservoir and insulin. The insulin pump will not be returned for analysis.